Event description:
Additional information received that identified that the patient was kept overnight for observation, the issue resolved itself with no further intervention. The patient is stable.

Event description:
It was reported the patient underwent an hf sensor implant procedure without issue. Hemoptysis occurred following the procedure, while the patient was in recovery. The patient was transferred to the ICU for observation. No additional information is available at this time.